Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: describe the form of the ¿loose small metal washer¿ in more detail. (Shape, size, etc.) Unknown as it was discarded. Was this ¿loose small metal washer¿ only loose or did it came away from the device: it came away from the device. If it came away, did it fall into the patient and if yes, could it be removed: yes it did fall into the patient but was removed and discarded. Another like device was used to finish the procedure.

Event description:
It was reported that during an unknown procedure, a small washer was found in the equipment. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # n5759p. The analysis found that one ntlc75 device was returned with the right bearing missing and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Further analysis showed that the device shroud was noted with a mark on the right side where the bearing was missing. No damage to the saddle pin was noted. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the staple height selector functioned as intended and without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.